Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. Ge healthcare recommended actions to be taken. No further information is available regarding resolution.

Event description:
The hospital reported the unit alarmed and lost the ability to ventilate in volume mode during a case. There was no report of patient injury.